Event description:
Three patients samples with discrepant estradiol results. Patient 1, tested 2008, initial result <5.00 pg/ml, repeat 516.8 pg/ml. Patient 2, tested about 9 days later, initial result <5.00 pg/ml, repeat 18.94 pg/ml. Patient 3 tested about one week later, initial result <5.00 pg/ml, repeated twice, gave results of 79.01 and 77.09 pg/ml. Initial results were not reported. The field service representative determined there was a problem with sample container positioning and replaced the same disk. Performance tests were performed and within specification.